Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The stm inspected the iabp and ran for 45 minutes with no errors or alarms. The stm completed the diagnostics checks and found the 30 psi calibration to be out of tolerance. I calibrated the 30 psi. I then completed the diagnostic performance tests with no failure. I ran the unit again for 30 minutes and could not duplicate the errors. The stm replaced safety disk due to it was past cycle usage. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use in a patient the cardiosave intra-aortic balloon pump (iabp) alarmed and shut off. There was no harm or injury to patient and no adverse event was reported.